Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The pressure tubing was also returned. A catheter tubing kink were observed near the y-fitting at approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting extracorporeal tubing and pressure tubing was performed and a leak was detected on the membrane approximately 1.02cm from the rear seal and measuring approximately 0.013cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported kink and leak. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-19 through sep-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Manufacturer narrative:
Occupation: mba, rrt. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had been experiencing issues with the iab kinking the last couple of days post-walking. The insertion was reported to be axillary, which is not the method described in the device instructions for use. After approximately four days of therapy, the customer was checking the iab and noted small flecks of blood in the tubing. The console was put into stand-by mode and the iab was clamped. Approximately three hours later, the iab was removed. There was no patient harm or adverse event reported.